Event description:
It was reported that after implanting this electrode pre discharge x-rays were performed which revealed that the electrode had dislodged. The electrode was thus repositioned and remained implanted. No additional adverse patient effects were reported.